Manufacturer narrative:
Cold restart resolved the issue; no permanent fix was implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was stuck at 0:00 and failed to start due to a software abnormality on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.